Event description:
It was reported that lead noise was observed on the ventricular lead for many months now. When an asymptomatic patient presented in clinic isometric testing was performed and lead noise was reproduced. Patient was sent for a chest x-ray due to the physician suspected subclavian crush. Patient is to be followed up in three months. Patient is a nursing home and non-active. No further information available.